Event description:
It was reported that the patient suffered an inappropriate shock, under the alternate vector configuration, due to noise oversensing. According to technical services (ts) analysis, the noise morphology resembles the pattern of air/bubble entrapment noise in the subcutaneous implantable cardioverter defibrillator (s-ICD) header. The air has most likely already escaped as the review of more recent device electrocardiograms showed no more noise. No troubleshooting was recommended. This implantable electrode remains in service and no additional adverse patient effects were reported.